Event description:
It was reported that the a large volume pump module was found in a "dirty utility area" with a yellow tag. The yellow tag stated that, "the equipment was on a patient, and a broken piece inside the door resulted in the infusion rate running too quickly." There was patient involvement but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.